Event description:
It was reported that thus right ventricular (rv) lead was fractured. Moreover, it was observed that this lead exhibited noise with oversensing, high threshold and loss of capture (loc), high pacing impedance, pacing inhibition. Additionally, when the patient was checked also lead safety switch was noted. Furthermore, this lead was surgically abandoned. No additional adverse patient effects were reported.